Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on screen. The technical support specialist (tss) dialed into the station and confirmed that there were no issues with the device, no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es screen become stuck on initializing peripherals. The customer performed both hard and soft reboot, however the screen remained stuck. The user was able to proceed through the initial startup sequence, but the system hanged when launched the application login. The remote smart service station status shown online. However, there were no delays or adverse events or injuries reported based on this event.